Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds and small r waves on the right ventricular (rv) lead. There was also small p waves on the right atrial (ra) lead. The device was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.